Event description:
The customer observed visible smoke and a burning smell coming from the cell-dyn sapphire analyzer. No injuries occurred. The customer stated tubing was popping off between valves 143/144 (the tubing going down from the t-fitting). No instrument errors had been occurring. Service has been dispatched.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Based on the ticket information, the liquid from a loose tygon tubing came in contact with an electrical components and connector (power cord attached to a power strip) and caused the power cord plug to get damaged (shorted) and generated the smoke and a burning smell. The burnt power cord was replaced and the burning smell issue was resolved. There was no part return because the customer discarded the power cord with a burnt plug. The power strip was not affected. There was no patient or user affected by this incident. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.